Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained rv oversensing episodes due to oversensing on the ventricular channel were observed. No patient symptoms were reported. Review of the episodes revealed possible myopotential oversensing. The oversensing could not be reproduced in clinic. Programming changes were made.